Manufacturer narrative:
(B)(4). No code accurately describes device issue.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient was prompted to calibrate after entering a sensor code. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable. Please disregard initial reporting under MFR# 3004753838-2018-129627.